Event description:
It was reported that on literature review "comparison effect of two methods in the treatment of intertrochanteric fracture in the elderly", 4 patients had mind infection of incision after operation and delayed healing after a trauma procedure using an intertan intramedullary nail. One of the patients had incisional secretion for drug sensitivity test after dressing change, and results of antibiotic treatment was unsatisfactory, but the incision improved and healed after debridement and suturing operation with incision disunion in the operating room again. The other 3 patients healed well after multiple dressing changes, and the time of taking out the suture was 13 to 21 days. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Comparison effect of two methods in the treatment of intertrochanteric fracture in the elderly. Doi: 10.3969/j.issn.0253-9926.2021.19.026.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, the images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should additional medical information be provided this complaint will be re-assessed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. Possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual products involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.